Event description:
It was reported patient underwent a revision procedure four years post implantation due to implant fracture. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical product: oss reinforced yoke catalog # 150493 lot # 083330. Oss poly lock pin catalog # 150478 lot # 025620. Oss rs poly fem bushings set/2 catalog # 161034 lot # 383070. Oss rs axle catalog # 161035 lot # 562660. Oss cmntd prox tib stem 11x150 catalog # 150445 lot # 892110. Oss poly tibial bushing catalog # 150476 lot # 131560. Palacos mv+g catalog # 66031993 lot # 88154780. Medullary plug with drain 3 catalog # 3223 lot # 2929712. Medullary plug with drain 4 catalog # 3224 lot # 2889100. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2022-01530.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photograph provided. Visual evaluation of the device photograph confirms that the device fins are fractured and photograph of bearing showed wear consistent with usage. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: type of investigation - device not returned is n/a which was reported on initial report. Visual evaluation of the returned device shows wear consistent with usage. Additional information does not affect the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure four years post implantation due to pain and implant fracture. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.